Event description:
New information received: patient had shortness of breath due to inappropriate shock.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that patient experienced unexplained, inappropriate shocks from his device. Device is under fsca battery advisory. Device was explanted and a new device was implanted. No further information available.